Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, g1, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 28-oct-2022 to 27-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the aux 4.1 and 4.2 was not detecting on bus. The field service engineer got smell of burning but no evidence of smoke was there and found solenoid wire pinched on 4.2 and flat cable damaged on 4.1. The field service engineer replaces aux drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system had drawer failure and not detected on communication bus. During device inspection, a field service engineer found burning smell but there was no evidence of smoke or anything external on the affected device. A field service engineer was also found solenoid wire pinched on 4.2 drawer and flat cable damaged on 4.1 drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed due to burning smell caused due to pinched solenoid wire. A filed service engineer moved all meds to other drawers and replaced whole half height drawer to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure and not detected on communication bus. During device inspection, a field service engineer found burning smell but there was no evidence of smoke or anything external on the affected device. A field service engineer was also found solenoid wire pinched on 4.2 drawer and flat cable damaged on 4.1 drawer. There were no adverse events or injuries reported based on this event.